Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 & 4 were failed and requires maintenance. The customer rebooted the station, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3, 4 were failed. A field service engineer verified onscreen errors and confirmed the drawer control printed circuit board assembly was in good condition, replaced the pyxibus module controller, performed testing in hardware test application, and verified proper operation; the customer also tested and reported no issues. The system functioned as intended after the field service engineer repaired the device.